Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, white dots (bubbles) were observed within the plunger. A device history review was performed for lot 2407017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. This incident can occur due to a lack of compaction during the molding process, causing the material not spread completely, creating the bubble as observed in the sample provided. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no bubbles or other particles were observed within any of the devices. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble likely generated during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
White dots inside the syringe. No it did not come in contact with patients.